Manufacturer narrative:
Batch review performed on 12 march 2024: lot 187565: (B)(4) items manufactured and released on 13-nov-2018. Expiration date: 2023-oct-30. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient had primary knee surgery on (B)(6) 2019. On (B)(6) 2019, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and poly-swap and the surgery was completed successfully. Presently, on (B)(6) 2024, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and poly-swap and the surgery was completed successfully.